Manufacturer narrative:
(B)(4).

Event description:
On 2015-dec-15 additional information was received from an hcp indicating the pump replacement was due to end of service (eos), and they stated it was discovered that the catheter was blocked at this surgery on (B)(6) 2015. The hcp further stated that the catheter had been clogged and not flowing when disconnected from the pump, but the cause of the clog/blockage was not known. Following the revision, the patient's dose was decreased to 144 mcg/day on (B)(6) 2015. The patient required two blood patches following this catheter revision. Refer to manufacturer's report #3007566237-2016-00185.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a (B)(6) male patient receiving 3000mcg/ml baclofen (unknown) at 580mcg/day via an infusion pump implanted for intractable spasticity and spinal cord injury. The patient's medical history included spasticity related to transverse myelitis. During a routine pump replacement the hcp attempted to aspirate the catheter but there was no flow. The reporter noted that the catheter had been implanted (B)(6) 1994. The catheter was replaced and remained implanted/out of service. The reported issue was resolved. The patient did not complain of any adverse reaction and was alive with no injury at the time of this report. Follow up was being conducted to obtain additional information regarding the type of baclofen being used, therapy start and end dates; other medications in use at the time of the event, whether the cause of the inability to aspirate the catheter had been determined. If additional information is received, a follow up report will be sent.